Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's brother was using his insulin pump. His blood glucose was unknown at the time of reporting. He stated that he was getting no delivery alarms. He was informed of the possible causes and that troubleshooting could not be done as the device was not in his name. No equipment was returned. No additional information was reported.